Manufacturer narrative:
Follow-up #1: date of submission 10/4/16. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: black box history shows several cs054 alarms after complaint date. Moisture observed in battery compartment and under display lens. Cracks in battery compartment from threads to case seal left of grip pad, and below grip pad to case seal. Bolus button is torn in center; still functional. Dim display with reddish text. Leak test failed due to battery compartment leak. Opened pump, moisture damage found on cgm board, power pcb, and u38. Cs053 alarms due to internal moisture damage on u38. Pump powers on correctly no power interruption was duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture in the battery compartment, leading to the insulin pump having intermittent power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.